Manufacturer narrative:
The computer 9734477 rollingstone embedded (lot# 1818021) was returned and hardware investigation found hd/ssd malfunction. The computer booted normally to the application screen. No unresponsiveness was observed and no video issues were observed during burn-in testing. Memtest86 had no errors, seatools long test had no errors. Caine-5 bad sectors. These 5 bad sectors were re-mapped. Ping test: 225 packets sent, 225 packets received, 0% packet loss, no errors. Suspect the reported issue was caused by bad sectors. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system computer was required to be replaced. Once the representative replaced the computer, the system then passed the system checkout and was found to be fully functional. The computer was returned to medtronic and the analysis was not finished before filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the navigation system became unresponsive when pulling images from electronic picture archiving and communication systems (pacs). Once the images were finished downloading, the screen went black and then went to the blue screen where it sat. They then had to hard re-boot to turn it back. The images were successfully downloaded. There was no patient present when this issue was identified.